Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called to report receiving multiple lost sensor alerts. During the call, the customer reported his blood glucose level was 500 mg/dl which he treated with the insulin pump. Troubleshooting for the transmitter was done and the communication was not reestablished. The customer was advised to call back after completely charging the transmitter. Troubleshooting for high blood glucose was not performed.